Event description:
The data and info contained here in is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, doctor was performing a hysteroscopy and myomectomy when 4 loops broke during procedure. The procedure was 5 hours long. Doctor used very high settings. Breakage of electrode loops may have been due to a combination of high settings and density and extreme size of fibroids. The length of procedure was due to very large and dense fibroids. Hosp followed up with pt days after procedure and found pt condition good.

Manufacturer narrative:
The hosp did not return any of the broken electrodes; they did return one unused electrode from the same lot. Electrode was assembled with a working element and high frequency cord and attached to a valleylab surge tester set at 120 watts; there was no problem found with loop.